Event description:
Customer reported erroneous complete blood count (cbc) results were obtained for one pt when using a coulter act diff analyzer. The test results were appropriately flagged with instrument generated flags. Erroneous test results were not reported out of the lab. The sample was sent to a reference lab for testing. Test results obtained from the reference lab were normal. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The sample was collected in a 0.5 sarstedt microcollection device. Qc was run once per day and was run before and after this incident, all recovered within assay limits. White blood cell background failed after the event. Operator bleached the apertures and performed troubleshooting. The operator cancelled the svc call and ran new controls. Control recovery was within assay limits and the analyzer was considered to be working properly. The root cause is unk; however, the instrument performed as designed and did generate appropriate flags to alert the operator to further review the specimen. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.